Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. H3 other text : device remains implanted in patient

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for subsidence in both tibia and talar component. Patient ankle progressively deforming into valgus. Given the stj fusion, the talar/calc block is everting at the ankle joint. The physician is also planning on stabilizing medial ankle with some sort of deltoid repair/augmentation.

Manufacturer narrative:
The reported event that could be confirmed, based on available medical record and health care professionals. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed: the tibial and the talar component do show clear signs of loosening (radiolucence and cavities) and migration tibial anterior and medial proximal, and the talar component shows subsidence laterally. Pe cannot be assessed directly, but can be assumed, that it has migrated together with the tibial component. Infection cannot be completely excluded in the given information, but we do not have any evidence. The implant is intact, but all components are loose and have migrated. Based on investigation, the root cause was attributed to a patient related issue. The cause of failure is due to radiolucence and cavities around tibial and talar components. If the device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for subsidence in both tibia and talar component. Patient ankle progressively deforming into valgus. Given the stj fusion, the talar/calc block is everting at the ankle joint. The physician is also planning on stabilizing medial ankle with some sort of deltoid repair/augmentation.